Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the '75' blades do not penetrate and resulted in three corneal abrasions. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review was not possible. The root cause of the blades reported to not penetrate and caused corneal abrasions was unknown as a sample was not returned for investigation, so the customer's complaint could not be confirmed. (B)(4).